Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 417mg/dl and of the infusion sets not sticking. Customer was assisted with rewinding the pump as the pump piston was stuck in the up position. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The pump was working as designed and customer was advised to monitor the pump and blood glucose and call back if any further issues. No further assistance was necessary.